Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation due to the left ventricular lead. The lead was capped and not replaced because the device was downgraded from a cardiac resynchronization therapy pacemaker (crt-p) to a implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.